Event description:
On (B)(6) 2017, a 25 mm amplatzer pfo occluder was successfully implanted, but dislocated from the septum primum after release. The occluder was removed via snare and the procedure was completed using a gore cardioform. Patient information is not available for this event as privacy laws prohibit the release of the information.

Manufacturer narrative:
An event of embolization was reported. The results of this investigation confirmed the device met all dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.